Event description:
It was reported by the customer that the spring wire guide (swg) would not advance forward. The catheter could not be placed completely. There were no reported pt complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: one 3-l, 12 fr x 16cm catheter was returned for eval. The swg was not returned. A .861 mm diameter swg was inserted into the distal end of the returned catheter. Significant resistance was encountered when the swg reached the juncture hub. Investigation found the lumens inside the juncture hub to be deformed. The device history records for the catheter were review with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing-related since resistance inside the juncture hub has been attributed to deformed lumens. A CAPA has been initiated to address this issue.